Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty latch on the front connector was discovered and causing the reported no image failure due to an unsecured connection. Additionally, a heavy amount of dust was found inside the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was not showing an image during procedure preparation. According to the initial reporter, another unit was used to complete the procedure without any patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty latch on the front connector could not be identified. Olympus will continue to monitor field performance for this device.